Manufacturer narrative:
The device associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened

Event description:
Litigation papers allege swelling, inflammation, pain, and loosening and breakage of the femoral stem. Though litigation papers allege breakage of the femoral stem (component), it is more likely that breakage actually occurred to the patient's femoral neck (bone). We are currently reporting femoral component breakage as stated in the litigation. Should we receive additional information, we will update if needed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.